Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had heating while charging on the evening of (B)(6) 2017 after about an hour of charging. The patient stopped charging and has not charge since, as this was the firsttime he experienced this and was concerned about charging again. The patient said it felt like an internal heating at the ins site. The pocket felt hot to the touch. The patient did not see the thermometer icon when charging. This occurred once. There were no error messages seen on the recharger. The patient has facial and occipital leads that are tunneled down so that the leads run down the patient¿s front to his abdominal area. The patient noted that the stimulation was still in the target area, but was overall less effective than it used to be. This started on (B)(6) 2017. The ins pocket was still tight, and the patient did not think that there have been any changes at the pocket site. The patient has been increasing his exercise and has had a weight loss of (B)(6) recently. When the patient charges, he uses the belt and sometimes he will walk around while charging. The patient does not tighten the belt down a lot while charging. The charging stats were reviewed. The session on (B)(6) was 95 minutes long, which was one of the patient¿s longer sessions. It was reviewed to do shorter sessions and to watch for any reoccurrences. The cause was not known. No further complications were reported/anticipated. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a consumer regarding the patient. It was reported that the implantable neurostimulator was removed because it was faulty. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that the ins ¿shorted.¿ the consumer reported that it was getting hot near the ins, so they had to have it taken out and replaced with a non-rechargeable ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s wife stated that their husband recently had their device replaced on (B)(6) 2018, because their unit inside of them was shorting out. They stated that they had already sent the faulty device back for investigations. Information was received from the manufacturer representative (rep) reporting that they did not have the patient¿s weight at the time of surgery. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) determined that the functionality was okay, and there were no significant anomalies. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was explanted on (B)(6) 2018 and replaced with new primary cell ins. The ins was being returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding the patient. The caller stated that the patient¿s device had to be removed because it was faulty. They were told by the manufacturing representative (rep) that analysis has been completed, and the caller requested a copy of the letter. It was reviewed that the product analysis is still in progress. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is getting 100% pain relief with their new ins. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient on 2018-03-27 reported that their weight was (B)(6) at the time of the event. It was previously reported by the healthcare provider that the patient's weight at the time of the reported was (B)(6). No further information was provided.